Event description:
The customer alleged they received a questionable c-reactive protein gen.3 (crp) for one patient on their c501 analyzer. The patient's initial crp result was 0.000 mg/dl and it was reported outside the laboratory. As the patient had a clinical history of high crp results, the physician asked the customer about the reported result. The customer repeated the sample on a beckman analyzer, and the result was 0.653 mg/dl. The repeat result was issued as a corrected report. The patient was not adversely affected by this event. The crp reagent lot number was 696690; the expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. Calibration and quality control were acceptable before and after the event. The alarm trace indicated there were analyzer alarms around the time of the event. The reaction kinetics showed there was no reaction after the addition of r2. It was noted the customer was not using the recommended rack adaptors.